Event description:
Additional information received reported that the patient's spasticity had not improved even at 2,471 mcg/day. It was indicated that they tried to aspirate from the catheter access port (cap) and could not aspirate. It was noted that the physician would be titrating the patient down to a low dose and then send the patient for a catheter revision to determine the cause of the lack of therapy. It was stated that the catheter 'looked ok'. The additional drug delivered via pump was gablofen.

Manufacturer narrative:
Product ID 8709, lot# j10871r43, serial#, implanted: 2001 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional information received reported the patient was stable at a dose of 600 micrograms per day.

Event description:
It was reported that the patient was experiencing symptoms including fever, altered mental status and increased baseline spasticity following a pump replacement. The pump was replaced on (B)(6) 2012 due to end of service (eos). During the procedure, the manufacturer representative that was present voiced concerns about the connector of the old pump. The health care provider (hcp) used the old connector and reported that the connection "looked fine". The pump was primed "back table" because the hcp was unable to aspirate the catheter. The patient was later hospitalized with the reported symptoms and transferred to the intensive care unit (ICU). The pump was interrogated and it was reported that "the pump was fine". The device system was used to deliver lioresal (baclofen) 2000mcg/ml. No further information was provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).